Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, high-voltage capacitor c22 was detached from the defibrillator board. The cause of the inability to power on is extensive damage to the computer/analog (ca) board. The cause of the extensive damage to the ca board is the detached c22 capacitor. The root cause of the detached c22 capacitor cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective monitor. The pt received a replacement monitor.